Manufacturer narrative:
Based on the facts as told by the user, it is concluded that the root cause for this accident was that the user's crutch slipped on a wet leaf that was brought in to the apartment accidently. The companion was not following the recommendation as described in the user manual (section 8) and was not closely by the user and so was not able to catch him. To summarize there are two conclusions: the user should have payed more attention not to place the crutch tip on the wet leaf, the companion (pt) should have been standing closely behind the user to support him as recommended in the user manual. The incident did not occur due to system malfunction.

Event description:
While walking with his rewalk, the user slipped on a leaf that was brought into his house by a visitor and broke his arm.